Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-11-11 h6: investigation summary customer returned (1) open 4mm, 32g pen needle without the tear drop label, but with a basaglar pen. Customer states that the needle would not produce a droplet of insulin before dialing up dosage. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula) root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.

Event description:
It was reported that 3 bd ultra-fine¿ pro pen needles were unable to prime. The following information was provided by the initial reporter : it was reported that needles would not produce a droplet of insulin before dialing up dosage.

Manufacturer narrative:
Initial reporter zip code :(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ pro pen needles were unable to prime. The following information was provided by the initial reporter : it was reported that needles would not produce a droplet of insulin before dialing up dosage.